Event description:
A report was received that the patient's ipg got hot during charging. The patient underwent an explant procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed the visual, electrical, performance and photographic imaging tests performed. The complaint of getting burning sensation could not be verified. The charge profile indicated that the maximum temperature during charging cycles in the patient¿s body was within the limit. The charger which had been used in this incident was not returned for analysis. The working temperature of the device was measured, and no surge in temperature was observed. The ipg passed all the required functional tests. This device exhibited normal characteristics. Device evaluation indicated that the lead (sn (B)(4)) passed the photographic imaging test performed. Device evaluation indicated that the lead (sn (B)(4))revealed one fractured cable at the bent/kinked location where the click anchor had been positioned. Both leads were cleanly cut. The cut damage was a result of a typical explant procedure, and it was not considered a failure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient's ipg got hot during charging. The patient underwent an explant procedure.